Event description:
Same case as MDR# 6000130-2006-00307. It was reported that during a coronary drug eluting stenting treatment procedure, there was withdrawal resistance. The lesion was located in the circumflex (cx) artery. An iq marker wire was used. The lesion was predilated using a 2.0x15mm maverick balloon. A 2.5x24mm taxus express2 drug eluting stent was deployed in the cx. "When removing the balloon out, the physician felt resistance. The balloon and iq wire were both pulled out and it was noticed that the marker wire came apart in the balloon. This occurred outside of the body." The physician felt "this was catheter withdrawal resistance, maybe due to something not right with the guide wire." The physician then rewired with a different iq wire to work on the right coronary (rca) artery. The procedure was successfully completed and no pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
H6: device analysis has not been completed.